Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred prior to 1989. Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported device loosening. The length of time implanted (approx. 19 years) could be contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers, the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the tibia. It was reported that the patient had an unexpected fall. Poly wear was noted intraoperatively.